Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The customer allowed ccc specialist a remote connection to the system. The ccc specialist reviewed the instrument data and observed variable b errors, which indicated sample probe mix issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods and discovered that the sample probe 1 (s1) undermix was out of specifications. The cse pulled the arm and swapped with sample 3 (s3) mixer. The cse aligned the arm and ran a quick check. The cse moved the methods off server 3. The cse ran qc and performed calibrations. The cse revisited the customer site the next day and replaced s1 mixer, s1 probe and aligned s1 & sample probe 2 (s2). The cse ran a quick check, which passed. The cse ran qc, which were within range. The cse performed calibrations, which passed. The cause of falsely depressed glu result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu result.